Event description:
A pt reported experiencing inaccurate erratic results with a lfs meter. The pt's blood glucose results were 200 mg/dl, 309 mg/dl, 311 mg/dl, and 328 mg/dl" on pt's meter. Tests were done within 10 minutes with a difference of 22%. Pt did not experience any adverse events. No further info has been reported.